Manufacturer narrative:
(B)(6). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events. Also stated in IFU are major adverse events associated with the surgery including hemorrhage. Addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. In addition the instructions for use (IFU describes and outlines steps to attach outflow graft to lvad pump and the procedure for outflow graft anastomosis. As per IFU excessive tension or force should be avoided as it will damage the polyester fibers and the gelatin impregnation. Outflow graft attachment to the pump should be performed by a surgeon, physician's assistant or surgical assistant trained in the procedure. If the outflow graft is too short or too long, it may kink. Prior to chest closure ensure that the graft is not kinked or compressed. Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as cardiac arrhythmias. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site from the medical doctor that the patient who was recovering from post implanted lvad via sternotomy, had low flows while getting patient from bed to stand up and the patient complained of getting dizzy. It was recommended to perform a computed tomography angiography (cta), due to kinking of outflow graft. Patient symptoms are increasing even in bed while lying down. It was recommended from surgery to perform a "takeback" to get rid of the kinking. It was stated that the patient was on intravenous antiarrhythmic due to ventricular tachycardia. It was further stated that the patient was taken to surgery to shorten the outflow graph by 6cm. It was said that after a second look there still seems to be kinking in the area of the right ventricle (rv), which is the suspected culprit in causing the arrhythmia. There were recommendations made from the manufacturer to check length of the outflow graph again and optimize the therapy for the arrhythmia. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
The outflow graft and pump were not returned for evaluation. Review of the manufacturing documentation confirmed that the pump met all requirements for release. The reported inadequate flow rate was confirmed during review of log files which revealed low flow alarms. Cta imaging of the outflow graft confirmed the kink/bend. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received by the site stated that there was a hematoma around the area which seems to be kinked, it is said that potentially the hematoma will be reabsorbed. It was further stated that the patient was discharged one. Additional information received stated that the controller had a bent pin and it was unknown how it had occurred. It was also stated by the site that the patient tolerated the elective controller exchange well and was stable. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.